Manufacturer narrative:
Upon further review, device codes (B)(4) apply to this event. Upon further review, patient code (B)(4) applies to this event.

Event description:
The patient reported that there was difficulty recharging, unable to charge. There was poor communication. The patient did not use the belt, they just held it in place. Best practices for recharging were reviewed. The patient indicated that they were going to call back as they did not have the equipment with them and was driving. The patient was not describing an equipment issue it was antenna positioning and holding antenna in place for several hours while recharging was definitely going to cause variability in coupling and possibly intermittent reposition the antenna screen. The patient did not like using the belt because they had to have the antenna in the right place first before starting a charging session. There was poor coupling. The patient reported working on the phone with the manufacturer representative regarding the recharging difficulty. No charging could be done, and the patient experienced burning and pain. The only way for the patient to charge was to lay on the recharger and that was painful and uncomfortable. It was noted that the implantable neurostimulator (ins) got "too hot." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3550-29, lot # n495734, implanted: (B)(6) 2015, product type accessory. (B)(4).

Event description:
The patient reported both the implantable neurostimulator recharger (insr) antenna and the implantable neurostimulator (ins) site got hot while charging and she got a burning sensation at the ins site. The patient had discomfort at the ins site. The patient noted she usually charged for about an hour and a half when this starts. The patient inquired about what she should do in an emergency, or when she is out of town, or if she loses her programmer and cannot turn stimulation off. The indication for use was complex regional pain syndrome type I and spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient was told to charge more frequently and not to try to charge all at one time as a step to resolve the issue. It was noted the patient was given a salve to stop the burning itch for the scar, but the patient did not use it at the time of charging.